Event description:
It was reported that "surgeon trialed an 8 implant and implanted a 9 unilif cage. Surgeon was aware of trialing and implanting the same size but decided to go with the bigger size. Implant was heavily impacted into disc space with force and broke upon insertion."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.